Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 09/2023).

Event description:
It was reported that during preparation for a recanalization procedure of a chronic total occlusion in the superficial femoral artery via an ipsilateral antegrade approach, the saline allegedly leaked outside the patient. The procedure was completed by using another device. There was no patient contact.

Event description:
It was reported that during preparation for a recanalization procedure of a chronic total occlusion in the superficial femoral artery via an ipsilateral antegrade approach, the saline allegedly leaked outside the patient. The procedure was completed by using another device. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Under microscopic evaluation material separation was noted to the sample. No functional testing due to the condition of the sample. Based on the findings, the investigation is confirmed for the identified material separation issue. However, the investigation is inconclusive for the reported leak issue as due to the condition of the returned sample no functional testing can be performed. A definitive root cause for the reported leak and the identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.